Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
This experience feedback does not meet the requirements of a complaint.

Event description:
It was reported that the patient's scs ipg was not communicating with external devices and no longer able to provide therapy. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.